Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not latched error. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer¿s reported problem, cassette not latched error was duplicate by functional test. The cause is the downstream occlusion sensor (dso). Replaced the dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair.